Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient's device is non-active and has been like this for years. The caller did not know additional details. MRI considerations were reviewed. A rep was requested. No symptoms or further complications were reported.